Manufacturer narrative:
The position of the implant in the jaw could have contributed to the breakage. It was located at the edge of the implant line which could have led to enhanced leverage. The implant fragments were examined visually using a light microscope. The fractured surface was homogenous and shows no evidence for a material defect.

Event description:
It was reported to 3m espe that a 3m espe mdi 2.4 x 13 mdi o-ball prosthetic head - collared implant was broken approximately three years after implantation on position 14 and the apical fragment was removed with a surgical fraise on (B)(6) 2014. The add'l surgery was performed without any complications. The dentist stated that the patient is doing fine without any ongoing symptoms.